Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that after 7 months dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, the patient presented bone type I.